Manufacturer narrative:
Isi has received the instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues. A review of logs showed no firing failures. Additional observations not reported by site: the instrument was found to have engagement failure based on log review, but was not replicated on the in-house system. A review of log shows engagement error codes 22020 with p3=537919482, indicating roll axis hard stop check failed. Logs showed 16 roll axis hard stop failures and grip axis hard stop failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues. The root cause is due to main bushing binding. The instrument was found to have main bushing binding, likely causing the engagement failure. The roll gear and the main bushing was found to have high friction and was unable to rotate properly. Investigation has identified the roll bushing is out of spec (ID too small) that is likely causing increased roll friction. The root cause is attributed to component failure. The instrument was found to have torn wrist cover. The tear measured approximately .101" in length. No missing materials were observed. The root cause is typically attributed to user. There was no image or video clip submitted to isi for review. As of 22-aug-2022, a review of the site's complaint history revealed that patient identifier (B)(6) (this complaint) is a related record of patient identifier (B)(6). A system log review was performed. Per the review, the following was confirmed: the gastric bypass (roux-en-y) procedure was performed by the listed console surgeon on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler sureform 60 instrument fired incomplete staples. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the stapler sureform 60 instruments were misfiring and not putting out enough staples. A backup of the same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.